Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator (lamp module) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure could not be reproduced. However, the error/fault was confirmed via error logs/system logs. The illuminator was installed on in-house system and the vision side cart (vsc) powered up normal. The unit passed white balance, auto 3d calibration, good video, focus, and performed ten power cycles without any error/issue observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the customer observed persistent error message from the illuminator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. It was noted that the light source had intermittent error and clicking sound when trying to ignite the lamp. The fse replaced the illuminator to resolve the issue. This complaint is being classified as a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Follow-up was attempted, but the patient information in, i.e patient race, ethnicity, relevant tests, results, and patient medical history were not provided. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer observed persistent error message from the illuminator. Prior to calling technical support, the customer tried to power cycle the system, reseat the light guide cable, and press multiple time the lamp door drawer but the issue and error message remained. The technical support engineer (tse) asked the customer to press in with force the lamp door drawer. It was already done stated the customer. The tse asked the customer to get from a material manager or biomedical department an external light source. The tse informed them that the light source was most likely incompatible with the dv system. The customer agreed and will get one to start the surgery. The procedure continued as planned. There was no report of patient injury. The following additional information was obtained: the system functionality was checked upon powering on and was used on another patient in the morning with no issues. The system initially powered on without errors. The light source was disconnected and connected to a laparoscopic stack system with a light source to continue the procedure. Ports were placed on the patient when the issue occurred, and the procedure was delayed around 20 minutes due to this issue.